Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump showed an x and book. Customer¿s blood glucose was 10 mmol/l. Customer stated that they received the open book image on the pump screen. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.